Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was discovered that there was an open state of free flow when the IV tubing is inserted and door closed. It was also determined that the device failed the air-in-line test during evaluation. Walkmed infusion performed further failure investigation and identified physical damage to the exterior housing and wear to the pressure plate as the causes of the free flow and a broken bubble detector due to user misuse/abuse as the cause of the air in line failure.

Event description:
During product evaluation, walkmed infusion observed the device to fail the air-in-line test and to also have an open state of free flow. The device was initially sent to walkmed infusion for a reported broken exterior housing.